Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the subject stent delivery wire (sdw) was returned protruding from the microcatheter hub. The introducer sheath was not returned. The sdw was kinked at 48cm and 113.8cm. The proximal bumper coil was loose on the delivery wire and there was discoloration in the location where the proximal bumper should be located. There was procedural fluid on the distal bumper coil. Function inspection revealed that the subject stent delivery wire (sdw) was advanced slightly and an obstruction was met and the delivery wire would not advance, force was applied and the subject stent deployed. The subject stent was intact and there was procedural fluid on the subject stent. The microcatheter was flushed and a 0.0265" patency mandrel was advanced without issue. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) code 'stent difficult/unable to advance or pullback through catheter' was confirmed during functional analysis. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that the operator 'placed microcatheter to distal of lesion and then placed a 4.5*20 stent. During delivery in microcatheter, resistance became bigger. The operator tried to withdraw the stent and found it got stuck in microcatheter. So, the operator withdrew it out of patient's body and replaced it with another microcatheter and stent'. The subject stent was returned for analysis still loaded on the stent delivery wire (sdw) inside the distal section of the microcatheter. The sdw was protruding from the proximal (hub) end of the microcatheter. The stent was advanced using force and deployed through the distal opening of the microcatheter. The subject stent was inspected and was undamaged. The introducer sheath was not returned for analysis. The sdw was inspected, and it was kinked back along its length near the middle and proximal section of the wire. In addition, there was procedural fluid / decontamination agent present at the distal bumper and the proximal bumper had moved out of position and was moving freely along the length of the sdw. The event description indicates there was resistance while advancing the stent and sdw inside the microcatheter. It is most likely that, due to unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the microcatheter and, due to this resistance, the user applied force to try and advance the device through the microcatheter resulting in the damage noted. It is not clear how the proximal bumper had moved out of position on the sdw as it is soldered in place. The as reported code stent difficult/unable to advance or pullback through catheter as well as the as analyzed codes stent difficult/unable to advance or pullback through catheter and sdw kinked/bent and sdw broken/ fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject device was returned for analysis and the device investigation revealed that the proximal bumper of the subject stent delivery wire had moved out of position and was broken, moving freely along the length of the sdw. The procedure was completed successfully and no clinical consequences to the patient were reported.